Manufacturer narrative:
Concomitant medical products: (4) 8110. 8015. (3) 10015612. (4) syringe. (4) ICU medical microclave needleless connector. Therapy date: (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that four sets leaked at the connection to a different manufacturer's needleless connector during a patient's infusion. The four infusions (epinephrine, milrinone, arterial line, cvp line) were started during the evening of (B)(6) 2018 on the night shift to run into a sterile container until the time for the tubing change. Early in the morning on (B)(6) 2018, the new tubing ¿tree¿ (IV pole with pc unit and attached pump modules) was connected to the patient and the old ¿tree¿ was removed. There was no report of a leak at this time. The patient¿s blood pressure started to decline the morning of (B)(6) 2018 despite dose adjustments. The epinephrine tubing was wet between the microclave and the tubing, and wetness was observed further down the tubing. Upon inspection, the user discovered that the milrinone, arterial line and cvp lines were also damp at the connections to the needleless connectors, indicating leaks. After the leaks were discovered, the tubing was changed and the patient¿s blood pressure subsequently stabilized with no other effects to the patient reported.

Event description:
The customer reported that four sets leaked at the connection to a different manufacturer's needleless connector during a patient's infusion. The four infusions (epinephrine, milrinone, arterial line, cvp line) were started during the evening of (B)(6) 2018 on the night shift to run into a sterile container until the time for the tubing change. Early in the morning on (B)(6) 2018, the new tubing ¿tree¿ (IV pole with pc unit and attached pump modules) was connected to the patient and the old ¿tree¿ was removed. There was no report of a leak at this time. The patient¿s blood pressure started to decline the morning of (B)(6) 2018 despite dose adjustments. The epinephrine tubing was wet between the microclave and the tubing, and wetness was observed further down the tubing. Upon inspection, the user discovered that the milrinone, arterial line and cvp lines were also damp at the connections to the needleless connectors, indicating leaks. After the leaks were discovered, the tubing was changed and the patient¿s blood pressure subsequently stabilized with no other effects to the patient reported.

Manufacturer narrative:
The customer¿s report that four sets leaked at the connection to a non-bd needleless connector was confirmed; however, the leak originated from the non-bd microclave valve itself and not from the connection between the valve and the bd extension set. During functional testing, fluid leaked from the non-bd valve. No leaks were noted with the bd set or the connection between the valve and the set. The female luer port of the bd extension set was measured and found to be within iso standards. The root cause of the leak is the non-bd product.